Event description:
It war reported there was smoke or vapor coming from a mayo stand surgical towel. The surgeon was using our adenoid tip. Upon examination, the wire had been broken upon cleaning. The surgeon had taken it from the scrub, and was dipping it in saline, and wiping it on the towel, and had activated the blade at coag 8. There were no pt consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the MFR for the time period (B)(4) 2012. Visual inspection of the adenoid tip revealed the electrode wire was broken and the clear housing had slight melt back. The damage to the housing appeared to be excess usage of the tip at a high power setting. Review of the lot history record revealed no anomalies.